Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 drug coated balloon catheter was received for evaluation. During visual evaluation, the entire length of the catheter was examined for damage revealing no anomalies. During functional evaluation, an in-house presto inflation device was used to inflate the balloon to 7 atm. The balloon was inflated and maintained pressure, then deflated without issue. No other functional testing was performed. One radiographic image was provided and reviewed. The image shows an angioplasty balloon inflated within the left superficial femoral artery. It appears almost completely inflated except for a small portion in which the balloon appears twisted. Although the balloon was inflated and deflated with no twisting during functional evaluation of the returned sample, the investigation is confirmed for the reported inflation problem and balloon twist, as twisting was noted on the balloon from the provided radiographic image review. A definitive root cause for the reported inflation problem and balloon twist could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the distal superficial femoral artery via left femoral artery, the drug-coated balloon allegedly had inflation problem. It was further reported that the balloon allegedly got twisted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly had inflation problem. It was further reported that the device twisted. There was no reported patient injury.